Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device battery appears to be depleting prematurely. Boston scientific technical service confirmed the data analysis showed the battery is depleting more quickly than expected and recommended the device to be replaced. There is no evidence to suggest that surgical intervention was performed to explant device. No adverse patient effects were reported. Additional information: the device has been explanted and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device battery appears to be depleting prematurely. Boston scientific technical service confirmed the data analysis showed the battery is depleting more quickly than expected and recommended the device to be replaced. There is no evidence to suggest that surgical intervention was performed to explant device. No adverse patient effects were reported.